Manufacturer narrative:
H3: pli10: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing.visual inspection of the sutureless connector (sc) identified tears/coring in the cup of the connector. Visual inspection of the sutureless connector (sc) identified coring in the cup of the connector. Medtronic developed a design change to reduce the potential for occlusion at the catheter to pump interface and received regulatory approval for the change. Medtronic began distributing catheters with this design change in august 2012. Pli20: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing.analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Pli30: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. However, during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 1 of 4 tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: catheter . Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: catheter. Product ID: 8596sc, serial/lot #: (B)(4), ubd: 24-sep-2010, UDI#: (B)(4). Product ID: 8709, serial/lot #: (B)(4), ubd: 09-jan-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-july-30, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (2,000 mcg/ml, 240 mcg/day) via an implantable pump for movement disorders and other. It was reported the patient had been experiencing intermittent therapy for "a few weeks". The patient was going between too loose and tight depending on position. It was also reported as increased spasticity. On (B)(6) 2020, the hcp checked pump logs and everything was good there. A side-port aspiration was attempted, but the flow as minimal (also reported as unable to withdraw from side-port) and discolored so the hcp thought that was a seroma vs being in the cerebrospinal fluid (csf). A bolus was given through the pump, but the patient got little to no response. The pump and catheter were replaced on (B)(6) 2020. The issue was resolved at the time of this report.